Event description:
The rate independently changed. Channel a of the pump was programmed to deliver 100ml of propofol at an unspecified rate and the delivery was started. No further programming parameters were provided. Approx one hour later, the nurse returned to the pt's room. At that time, it was noted that "the bottle of propofol was 1/2 empty" and that 50ml had infused. The nurse reported that the "rate kept changing to a fast rate. Won't stay on the rate I programmed." At an unspecified time, the pump was removed from clinical service. During testing at the user facility, "the clinical engineer was unable to duplicat ethe problem." Info was not provided regarding if medical interventions were required or if there were any adverse pt effects.